Event description:
The customer contacted the company's customer experience team via live chat messaging for assistance as they were having difficulty removing the device. The customer stated that they had been using the disposable menstrual discs for a while but had recently been experiencing some difficulty during removal. When the customer reached out for assistance the device had been in place for over 14 hours. The company's customer experience team provided live chat assistance for approximately 20 minutes before advising the customer to take a break and sending a follow up email with additional tips. The team sent an additional follow up email to the customer the next day to check in and see if the customer was able to remove the device. The customer responded the following day stating that they sought medical assistance for removal of the device from their gynecologist. The customer stated that their gynecologist also experienced difficulty removing the device. The customer denied experiencing any adverse symptoms during or after removal. The customer was advised to discontinue their use of the device and follow up with their primary care provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.